Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was separated during use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was separated during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8197833; the lot number was built / packaged on nfa line #1 from 17july2018 thru 19july2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Three photos were submitted for review. Photo displayed a nexiva 20ga unit with the extension tubing separated from the catheter adapter with bodily fluids present. Photo two displayed package top web (label) with the bd logo, ref no., description, lot number and the expiration date. Photo displayed a nexiva 20ga unit with the extension tubing separated from the catheter adapter with bodily fluids present. Conclusion(s): manufacturing: this defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol: 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.